Manufacturer narrative:
The indication for the index procedure was an acute myocardial infarction (ami >72h). The target lesion was at the proximal left anterior descending which was treated using a 2.50x18mm cypher sirolimus-eluting coronary stent. The lesion was described as de-novo, type b1, eccentric, with calcification, and was pre-dilated using a 2.5x10mm balloon (brand unk) at 10 atms; inflation time is unk. Post-dilation was also conducted as the stent was not fully expanded. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any additional information will be submitted within 30 days of receipt.

Event description:
The report received from the clinical study indicated that: one hour after the procedure, the pt felt angina. Discrete changes were noted on the electrocardiogram (EKG) (v1-v2). She returned to the cath lab, and an angiography was performed showing the drug eluting stent permeable, and a thrombus image could be seeing intra-stent. Intravascular ultrasound (ivus) was performed, and a proximal sub-impactation was noted. A re-dilatation intra-stent was performed with a high pressure quantum balloon 3.0 x 15mm, at 24 atms, with optimal results shown in the angiography and ivus. Post-procedural EKG was normal. The enzymatic control (6 & 24 hrs after this event) was normal. The pt was fine afterwards, and she was discharged on day 6 after the index procedure.